Manufacturer narrative:
Citation: bhatia n emergent percutaneous closure of left ventricular free wall perforation during transcatheter aortic valve replacement. Jacc cardiovasc interv. 2018 aug 13;11(15):1534-1535. Doi: 10.1016/j.jcin.2018.05.031. Epub 2018 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) -year-old woman with medical history of severe aortic stenosis, chronic obstructive pulmonary disease (copd) and peripheral vascular disease who underwent implant of a 26-mm medtronic corevalve evolut pro with medtronic confida brecker curve guidewire used for valve delivery. No serial numbers for either products were reported. Immediately following valve deployment, severe hypotension ensued, and pericardial effusion was noted on transesophageal echocardiogram. Left ventriculogram showed extravasation of contrast in the pericardium suggestive of a perforation near the apex likely from guidewire-induced trauma. Emergent pericardiocentesis was performed and approximately 2.5 liters of blood was aspirated with most autotransfused back to the patient. Repeat ventriculogram showed a persistent perforation. A decision to attempt percutaneous repair was made and the left ventricle (lv) perforation was sealed with non-medtronic ventricular septal defect (vsd) occluder device. Immediately after vsd occluder device deployment, patient had cardiac standstill and cardiopulmonary resuscitation was performed for 2 minutes, resulting in successful return of spontaneous circulation. Left ventriculogram demonstrated complete sealing of the apical perforation without any contrast extravasation. No additional adverse patient effects or product performance problems were reported.